Manufacturer narrative:
If additional information becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that, "experiencing pain for the past 10 to 12 months. Discomfort and it's occasional, not consistent. Pt wants to know if his hip ws part of the trident 2008 recall."